Event description:
As reported, during preparation of a 5f mynxgrip vascular closure device (vcd) there was a leakage of saline coming from the balloon, and a balloon rupture was observed. As a result, a second mynx vcd was used to achieve hemostasis. There was no reported injury to the patient. This was during a diagnostic peripheral procedure in which a retrograde approach was made form the femoral artery with a 5f non-cordis catheter sheath introducer (csi). The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device prior to opening the sterile packaging. Additionally, there was no observed damage to the non-cordis csi. The deployers training status was mynx certified. The femoral artery¿s suitability was verified on angiography, including verification of a 30 - 45-degree csi insertion angle, and a vessel diameter greater than or equal to 5mm. The femoral artery had mild tortuosity but no signs of calcification. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2210202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during preparation of a 5f mynxgrip vascular closure device (vcd) there was a leakage of saline coming from the balloon, and a balloon rupture was observed. As a result, a second mynx vcd was used to achieve hemostasis. There was no reported injury to the patient. This was during a diagnostic peripheral procedure in which a retrograde approach was made form the femoral artery with a 5f non-cordis catheter sheath introducer (csi). The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device prior to opening the sterile packaging. Additionally, there was no observed damage to the non-cordis csi. The deployers training status was mynx certified. The femoral artery¿s suitability was verified on angiography, including verification of a 30 - 45-degree csi insertion angle, and a vessel diameter greater than or equal to 5mm. The femoral artery had mild tortuosity but no signs of calcification. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The sealant and the advancer tube remained in manufacturing position not exposed to blood. The syringe and the procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2210202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- at prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.